Event description:
A home patient (hp) contacted baxter's technical service center regarding a check lines and bags alarm that occurred on the homechoice (hc) unit during initial drain. The hp stated that she was trying to re-prime the patient line; however, was connected and initial drain started. The hp stated that there was a lot of air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. A use error was identified during troubleshooting; the patient was in initial drain and wanted to reprime. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).